Manufacturer narrative:
There was no leakage detected within the cardboard calibrator box. The calibrator was received by the customer on (B)(6) 2010. The calibrator expiration date is 31 july, 2011.no additional information is available.

Event description:
The customer reported attempting to open a s3 calibrator vial from a testosterone calibrator kit when the vial neck "broke off".it was reported by the user that no injury had occurred in relation to this event.